Event description:
New information received notes the right ventricular lead was capped on (B)(6) 2021 and replaced. The patient was seen for a follow up visit post implant and was doing well with no issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a steady increase in pacing lead impedance had been observed since (B)(6) 2020, with the pacing lead impedance reaching limits above the normal range in (B)(6) 2021. The patient was awaiting lead revision. The patient was in good health and doing well.